Event description:
It was reported to the company by dr. (B)(6) that a patient underwent abdominoplasty surgery using tissuglu surgical adhesive in conjunction with standard of care on (B)(6) 2017. On (B)(6) 2017, the surgeon reported that the patient had presented with a skin rash in the area of treatment and requested information about the potential for an allergic reaction to tissuglu. On (B)(6) 2018, the company received additional information from dr (B)(6) that the patient's condition had included redness/irritation, with no fever, normal edema, and some mild swelling. Its was reported that the patient was treated on (B)(6) 2017 with keflex and medrol and the redness in the area resolved within a short time. Dr. (B)(6) alleges that the redness/irritation was probably resolved by the medrol. The swelling was treated by the physician as normal seroma which is an expected complication associated with abdominoplasty surgical procedures. On (B)(6) 2018 the patient was reported, by dr. (B)(6), to be in good health and required no additional procedures after the initial action on (B)(6) 2017. The potential for allergic reaction to tissuglu® surgical adhesive is stated in the directions for use for the product as a known potential complication. .